Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305922; batch # 1354640. It was reported by customer that the ¿a recurring issue with the kit.¿ this issue is the blocked 25g needle. He is currently dropping an extra needle into each kit as he¿s had 3 blocked needles and he doesn¿t trust that they will work anymore. Verbatim: rcc received a complaint via email. Email(s) attached. On 08 august 2024, the customer reported a ¿a recurring issue with the kit.¿ this issue is the blocked 25g needle. He is currently dropping an extra needle into each kit as he¿s had 3 blocked needles and he doesn¿t trust that they will work anymore. Product number - 305922. Lot number - 1354640.

Event description:
Additional information received could you please confirm if the three incidents occurred on the same day or on different days for (B)(4)? Yes, the three incidents occurred the same day 08/08/2024. 2. Could you please confirm if the three distinct patients were impacted or just a single patient for (B)(4)? No, the incident occurred during the same patient treatment (single patient). Material # 305922; batch # 1354640. It was reported by customer that the ¿a recurring issue with the kit.¿ this issue is the blocked 25g needle. He is currently dropping an extra needle into each kit as he¿s had 3 blocked needles and he doesn¿t trust that they will work anymore. Verbatim: rcc received a complaint via email. Email(s) attached. On 08 august 2024, the customer reported a ¿a recurring issue with the kit.¿ this issue is the blocked 25g needle. He is currently dropping an extra needle into each kit as he¿s had 3 blocked needles and he doesn¿t trust that they will work anymore. Product number - 305922. Lot number - 1354640.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305922 and lot number 1354640. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence.